Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 15mg/ml at 1 .977mg/day via an implantable pump. The indications for use were failed back surgery syndrome and spinal pain. The healthcare provider from a home infusion company reported that the patient called them and stated that their pump had been beeping about every 10 minutes or so for 3-4 days. The healthcare provider informed the patient they were no longer filling the patient¿s pump because the physician had retired. The patient stated that they had gone to the physician¿s office last week and no one was there. The physician had retired on (B)(6) 2017 and the patient had requested to be referred to a local physician rather than traveling to a different city to the physician who had purchased the practice. The patient had last been filled on (B)(6) 2017 and was due to be refilled on (B)(6) 2017. Per the reporter the office had made attempts to contact the patient and were unable to reach him. The patient¿s low reservoir alarm was (B)(6) 2017. The environmental, external or patient factors that led or contributed to the issue was the patient¿s managing physician had retired. The troubleshooting performed was that the retired physician¿s remaining staff had been notified and were trying to contact the physician to get him referred to a physician here. The issue was not resolved at the time of the report. The patient¿s status was noted as alive, no injury. Additional information received on (B)(6) 2018 reported that the registered nurse for the retired physician had spoken with the patient and the patient stated that the pump ¿quit¿. The patient denied withdrawal symptoms and stated that he would contact them if he needed help. The patient did not express interest in seeing another physician in town to manage their pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient's pump began alarming on (B)(6) 2017 and the empty pump alarm occurred on (B)(6) 2017. A doctor had been contacted to manage the pump and pain, but it was reported that the doctor would not be able to see the patient as planned. The patient is in home hospice and the pump would not be refilled and the empty pump alarm is still occurring as of (B)(6) 2018. It was reported the hcp wanted to turn the pump to off state. The pump off authorization form and pump off password was provided. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that an alarm was heard, the patient came to the hcp reporting that the pump was beeping. The patient was in the hospital with an acute mi (myocardial infarction). Additional information was received from a consumer (con). It was reported that the pump was alarming or beeping. The patient's pump was making a noise, it was more of a single toned beep. The noise was not constant. The patient's doctor retired and the patient was sent a letter. The last time the patient's pump was filled was in (B)(6) 2017 the patient's pump was supposed to be filled on (B)(6) 2017 so they thought the pump might be empty. The hospital would not give the patient any pain meds until they know if the pump was working or not. The patient was in the hospital and was having serious pain issues. The patient was admitted to the hospital and came by ambulance and they believed the patient may have had a heart attack.